Event description:
On (B)(6) 2025, the user reported that 4 of 6 cartridges had leaked. The highest blood glucose (bg) recorded was 330 mg/dl. After performing a supply change, blood glucose (bg) returned to range. Blood glucose (bg) was corrected with a supply change. The user's reported symptom was a mild headache. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.